Event description:
The attending nurse heard the patient scream. When she reported to room, the patient was on the floor with their head near the foot of the bed. Patient was disoriented and unsure of how she ended up on the floor. The foot side rail was off the bed and near the top of her bed. Her IV tubing was broken and noted with blood on the floor and on the patient. Patient was noted to be guarding right elbow. Rapid response was called. Md was paged. Patient was cervical spined and collared. Patient was taken to ER for xray and ER for computed tomography (CT) scan for stat imaging. The family was notified of incident. Upon returning to room, the side rails were noted not locking in place. A call was placed to plant operations. The rep from hill rom arrived to inspect the bed. He stated that the bottom rails do sometimes get bent and are able to be removed when in the locked position. The problem was demonstrated to the rep. He was able to remove one side of the lower left side rail while in the locked position. We will continue to retain the bed on the unit until risk management inspects it. There was no patient injury from this event. Risk management called tech who works on the rentals and told him that they could pick the bed up tomorrow. We have the information on the bed, pictures of the rail involved, and will file a medsun report.